Event description:
It was reported by the customer that their reservoir was leaking insulin. Customer stated that insulin is leaking into the reservoir compartment. During troubleshooting, customer was asked to perform self test and advised to change reservoir set. Customer treated high blood glucose levels with manual insulin injections. Customer's blood glucose level was 328 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump unable to prime during the prime test due to protruded and loose drive support disk. Unable to perform the excessive no delivery alarm test due to prime anomaly. Insulin pump had an intermittent button response due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. No moisture damage electronic assembly.